Event description:
It was reported that during an interventional stenting procedure with a herculink elite device, in a stenosed left renal artery on (B)(6) 2012, the physician attempted to inflate the balloon; however, there was contrast leaking out of a hole in the catheter, which was the reason the balloon did not inflate. The device was removed from the patient anatomy without resistance. Another same size herculink elite was used to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).